Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation from less than five years remaining to less than a year after trans telephonic monitoring (ttm). Boston scientific technical services (ts) discussed that ttm is typically magnet placement only to assess magnet rate. With projection of greater than 5 years and would expect a magnet rate of 100 ppm. Ts also suggested to evaluate function of auto threshold if turned on and if that went into suspension with a high output and patient is paced at a high percent then that could cause changes in projected longevity. The associated investigation determined that battery status indicators were different than expected based on information provided. The device remains in service. No adverse patient effects were reported.